Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited beeping tones. Upon review, it was noted a premature battery (bd) error message. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited beeping tones. Upon review, it was noted a premature battery (bd) error message. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited beeping tones. Upon review, it was noted a premature battery (bd) error message. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement. The s-ICD remains in service. No adverse patient effects were reported.